Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 468 mg/dl at the time of incident and current blood glucose level was 303 mg/dl. Customer¿s other blood glucose levels 275 mg/dl. Customer states that they feel okay after troubleshooting. Customer using insulin pump system within 48 hours of reported high blood glucose event. The customer treated with 1.30 unit, 0.600 unit, 0.450 unit,0.400 unit. Customer was treated with insulin pump. Customer did not allege insulin pump was under delivering. Customer advised to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer states drive support cap appears to be protruded. Customer states bent cannula that interfere with the amount of insulin delivered. Customer declined troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.